Event description:
On (B)(6) 2012, customer noted transient light sensitivity syndrome and dry eye on a patient who was treated on (B)(6) 2012. Patient works on computer 8-12 hours per day. Her eyes felt dry, she was sensitive to light, and her vision felt blurry at distance and near. She was going to use a low dose steroid when a gradual month long taper along with lubricant drops every hour, restasis three times per day, and lubricant ointment at night. Pre-op uncorrected visual acuity (ucva) was 20/20-2 right eye (od) and 20/20-1 left eye (os). Post-op ucva was 20/25+3 od and 20/25+2 os. Pre-op best spectacle corrected visual acuity (bscva) was 20/25+3 od and 20/25+2 os. Post-op bscva was 20/25+3 od and 20/25+2 (os). On (B)(6) 2013, patient follow up information was received. The transient light sensitivity syndrome was resolved. The dry eye did not resolve. The symptoms significantly interfere with their activities of daily living. The patient stated "distance vision feels ok, but near vision is hard especially fine print (computers, cell phone)". There has been no vision loss.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013 of the patient's prolonged status of dry eye and blurred vision. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support.